Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she saw sparking where there are exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. Refer to evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, it was confirmed that there are exposed wires which make sparking possible. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a lot of twisting and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open to .76 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.7 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires. No injuries were reported.